Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a communication error 040300-001, cassette latch issue, and a/c adapter disconnected. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H3: one device was received for analysis. The service history review indicated no previously reported services.the initial customer report indicated a latch lock issue. The complaint was replicated as investigation revealed that the latch lock was damaged. The root cause of the issue was a damaged flex circuit. The latch/lock flex was replaced with a new one. The device then passed all tests within specifications.